Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under sensing electrodes and front therapy electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended hydro-cortisone cream which did not help. Patient also applied topical lamisil. Follow up indicated that the irritation has healed.